Event description:
This supplemental report is being filed as a correction due to the addition of the patient code for cardiomyopathy.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing, sensing and shocking functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device has reached elective replacement indicator (eri) status. The patient indicated that at their last medical check, their ejection fraction (ef) was reduced and they have pacemaker induced cardiomyopathy. In addition, they indicated there was noise observed on the leads during two device checks. They also reported having an atrioventricular node (av) ablation and indicated they are pace therapy dependent. The patient noted they have experienced syncope and more recently, since the device reached eri status, they have experienced symptoms of near syncope, shortness of breath and chest pain. They also indicated experiencing changes in their hear rate with minimal activity, noting heart rates going from approximately 65 beats per minute to the 120 to 150 beat per minute range and back to 65 beats per minute within a matter of seconds. This is making them feel miserable. The patient is typically very active, and they are currently unable to do anything except light walking. In addition, they noted difficulty sleeping due to feeling as if their heart was constantly pounding and having an increased awareness of their heartbeat. The patient asked boston scientific technical service (ts) if these were common symptoms when a pacemaker device reaches eri status. They also asked ts if they should continue to contact their physician about their symptoms, even though they are aware of them, or wait until the device replacement procedure, which they noted is scheduled for next month. Ts provided guidance to the patient that they cannot say for certain what exactly is causing their symptoms, but it may be related to the pacemaker device rate response functions being automatically disabled as part of normal device function when the device reached eri status. Ts referred the patient back to their physician to have another discussion. Information indicates the device remains in service at this time. No additional adverse patient effects were reported. It was reported that this device was explanted approximately six months following the reported clinical observations. The device was returned for evaluation. A competitive replacement device was implanted. No additional adverse patient effects.

Event description:
It was reported that this pacemaker device has reached elective replacement indicator (eri) status. The patient indicated that at their last medical check, their ejection fraction (ef) was reduced and they have pacemaker induced cardiomyopathy. In addition, they indicated there was noise observed on the leads during two device checks. They also reported having an atrioventricular node (av) ablation and indicated they are pace therapy dependent. The patient noted they have experienced syncope and more recently, since the device reached eri status, they have experienced symptoms of near syncope, shortness of breath and chest pain. They also indicated experiencing changes in their hear rate with minimal activity, noting heart rates going from approximately 65 beats per minute to the 120 to 150 beat per minute range and back to 65 beats per minute within a matter of seconds. This is making them feel miserable. The patient is typically very active, and they are currently unable to do anything except light walking. In addition, they noted difficulty sleeping due to feeling as if their heart was constantly pounding and having an increased awareness of their heartbeat. The patient asked boston scientific technical service (ts) if these were common symptoms when a pacemaker device reaches eri status. They also asked ts if they should continue to contact their physician about their symptoms, even though they are aware of them, or wait until the device replacement procedure, which they noted is scheduled for next month. Ts provided guidance to the patient that they cannot say for certain what exactly is causing their symptoms, but it may be related to the pacemaker device rate response functions being automatically disabled as part of normal device function when the device reached eri status. Ts referred the patient back to their physician to have another discussion. Information indicates the device remains in service at this time. No additional adverse patient effects were reported.